Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patella cement clamp disengaged after cementing patella. No adverse events reported with this event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device has not been associated with an adverse event and was incorrectly assessed initially.